Manufacturer narrative:
The insulin pump was unable to prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 350 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised to disconnect the quick set from the body and deliver 5 units of insulin to themselves. Customer received a no delivery alarm and changed out the entire set. Customer advised during both basal and bolus deliveries they received a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.